Event description:
The customer reported that the freedom driver exhibited a battery alarm while supporting a patient at home. The patient went to the hospital and was switched to the backup freedom driver. There was no reported adverse patient impact. Although the freedom driver exhibited a battery alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
The customer-reported battery alarm was not duplicated, and the root cause for the battery alarm could not be determined. However, if one or both of the installed onboard batteries had a capacity below 30%, the freedom driver would have exhibited a battery alarm, alerting the patient to switch to fully-charged onboard batteries or connect the driver to external wall power via the ac power supply. Despite the battery alarm reported by the customer, risk to the patient was low because the driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The freedom driver was returned to syncardia for evaluation. The driver passed all testing, including pressure test requirements associated with nominal normotensive and hypertensive settings, with no anomalies or alarms. In addition, the driver was tested for an additional 71.5 hours and performed as intended with no issues.